Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified sensor scan results that were lower than unspecified readings from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced extreme thirst and was unable to self-treat. The customer was then treated with unspecified dose/type insulin provided by a caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 which are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased and observed antenna leg was damaged, no other issues were observed. Attempt to scan sensor within test fixture, however sensor did not scan. An extended investigation was performed. Visual inspection was performed on the returned de-cased sensor and the printed circuit board assembly (pcba). The pcba inspection revealed cracks around the antenna and application specific integrate circuit (asic) due to sensor damage during de-casing however this did not prevent the sensor from scanning. The analysis of extracted data confirmed no abnormal glucose readings, and the sensor was activated. Attempts were made to perform source measurement unit (smu) test however a full event log message was observed. This message prevented the sensor from performing the smu and poise voltage tests to verify the sensor functionality and electronics. Therefore, further investigation is unable to be performed for this issue. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. Section d4 (serial number) was updated from (B)(6) to (B)(6) . All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified sensor scan results that were lower than unspecified readings from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced extreme thirst and was unable to self-treat. The customer was then treated with unspecified dose/type insulin provided by a caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified sensor scan results that were lower than unspecified readings from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced extreme thirst and was unable to self-treat. The customer was then treated with unspecified dose/type insulin provided by a caregiver. There was no report of death or permanent impairment associated with this event.